Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an intermittent loss of stimulation occurred while the device was powered on. The device settings were not specified/unknown. There was no x-rays or telemetry data available. It was noted that there was a device malfunction, change in the patient¿s body position, and failure of lead connection. The electrodes were scheduled to be adjusted and checked soon. The issue was not resolved at the time of report. As of 2017-mar-13 there was no additional information from the manufacturing representative. The electrodes were initially scheduled to be adjusted by (B)(6) 2017 but it was cancelled due to patient¿s personal reasons. No adjusting of the electrodes were requested afterwards. It was noted the patient¿s indication for device use was intractable chronic pain. There were no further complications reported or anticipated.